Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered when removing the cycler set cassette from the cycler. The patient reported that during drain 3 of 4 there were multiple air detected in cassette warnings. After cancelling treatment, fluid was found inside the cassette door in the pump module area when patient was removing the cycler set cassette. There was fluid in the pump module area but no fluid on the exterior of the cassette. The patient was advised by technical services to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the patient verified there were no symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient did manual treatments in the absence of the cycler. The cycler is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical inspection a visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The patient sensors passed. The valve actuation passed. The system air leak passed. Accelerated stress test (ast) was performed without any failures or problems. No fluid leaks in the test cassette during the test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification.an internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. Fluid in the hp3 filter is a related failure to the reported symptom code air detected in cassette warning. A review of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered when removing the cycler set cassette from the cycler. The patient reported that during drain 3 of 4 there were multiple air detected in cassette warnings. After cancelling treatment, fluid was found inside the cassette door in the pump module area when patient was removing the cycler set cassette. There was fluid in the pump module area but no fluid on the exterior of the cassette. The patient was advised by technical services to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the patient verified there were no symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient did manual treatments in the absence of the cycler. The cycler is available to be returned to the manufacturer for physical evaluation.